Manufacturer narrative:
No probe sample was returned for evaluation for the report of poor cutting and aspiration during surgery; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned by the customer and no lot information was provided, the root cause for the customer complaint issue cannot be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing the manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, poor cutting and aspiration occurred. The vitrectomy probe was exchanged to complete the case. There was no patient harm.